Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the silastic distal end bend relief from the metal connector of the patient's driveline was confirmed through the onsite evaluation by an abbott technical services representative. The vad coordinator reported that the patient¿s silastic distal end bend relief of the driveline separated from the metal connector. A clamshell repair was requested. On (B)(6) 2020, an abbott technical services representative performed the clamshell repair. It was reported that the clamshell repair was performed without issue. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU and patient handbook provide information on how to care for the driveline. Furthermore, these documents address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's percutaneous lead had a separation of the silastic bend relief at the distal connector into controller. The clamshell repair was requested and performed on (B)(6) 2020 without issue. No further information was provided.

Manufacturer narrative:
Section b2, h1: correction.